Manufacturer narrative:
This report is being submitted as follow up no 1 to provide an update to the h3 section and to provide the completed investigation results. Results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution device was received for product evaluation the device was returned mated with sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The tamping tube was exposed past the green tamping marker. The remnants collagen was present at the distal tip of the tamping tube. The anchor could not be located and was detached from the suture. No other anomalies were noted. Additionally, the button was stiff and the suture release button had not been properly deployed based on the returned device. Functional testing was conducted, the button was pressed and the suture unwound as intended. No functional anomalies were noted. Angioseal evolution IFU states "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing." Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the collagen was over tamped which has been known to lead to anchor detachment/deformation and collagen tearing. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a procedure for a stemi treatment the angio-seal device failed. It was 30-40% stenosis and 10mm distal to stick. The patient was in stable condition. The stemi procedure outcome was favorable. Manual compression was used for hemostasis. Additional information was received april 26, 2019: a 6fr sheath was used on the right groin. There was some stenosis at the right hypogastric juncture, that was fixed by a balloon expandable stent 7x29mm. A pre deployment angiogram was done. There was about a 30-40% stenosis distal to puncture site and it was approximately 5mm distal. There was no issues at any point of the angio-seal deployment. The sheath went in smooth, anchor was set just fine, arteriotomy was located just fine. It was while the tech was withdrawing the device that he just kept pulling back and everything came out without the foot anchor. It seemed like the suture was only holding on to the collagen. No other devices were used after the angio-seal was pulled out. The user could not confirm that the foot anchor stayed inside the patient. The patient's pedal pulses were not compromised. The tech said it didn't seem like the anchor was attached to the angio-seal after it was pulled out of the patient. Visually,they could see the collagen attached to what seemed to be the suture string. No other studies were performed. The patient's coronary stent shut down later that night so the patient came back for another coronary intervention. The same right groin was used to access. Access was achieved above the previous stick.